Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The physician explanted the device. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-30 serial # (B)(4) description: scs 30cm iii lead model # sc-3138-35 serial # (B)(4) description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.